Event description:
It was reported that allegedly a pta balloon got caught on a 14mm x 4mm bare metal stent that was implanted in the axillary vein. The device was used to dilate a stent in an av fistula. The physician slightly manipulated the pta balloon catheter and the device was successfully removed from the patient without incident. There were no issues involving the introducer sheath. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint for this lot number. The complaint sample was returned for evaluation. The balloon surface was examined closely. There were loose circumferential fibers present approximately 5.2 cm and 3 cm from the distal tip of the balloon. In the same area, frayed fiber filaments were noted with the longest filament measuring at approximately 2.5 cm in length. The balloon covering was bunched at approximately 5.2 cm and 3.2 cm from the distal end of the balloon. The event description states that the balloon got caught on a 14 mm x 4 mm bare metal stent. The physician slightly manipulated the pta balloon, and the device was successfully removed. This balloon should not be used to dilate a bare metal stent as this application is an off-label use for this device. The loose fibers, bunching of the balloon covering and frayed filaments on the balloon are related to the use of the balloon in the stent and is the root cause for the event. The current IFU (instructions for use) indications: atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries.